Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had contacted the paramedics and, following their advice, went to the emergency room. The patient measured their blood glucose levels at 140 mg/dl with their glucose meter. The pod was worn for an unspecified amount of time. There was a sensor discrepancy between the sensor, measured at 95 mg/dl, and the glucose meter, measured at 140 mg/dl. Symptoms reported include anxiety and high blood pressure. The patient was diagnosed with hyperglycemia, where the healthcare professional was monitoring the patient's blood glucose and obtained a new prescription for an updated glucose meter. Later, the patient had an appointment with their endocrinologist and they adjusted some settings at that time. The patient was discharged the same day.